Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's ipg is inoperable. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.